Event description:
Info rec'd indicates pt has been hospitalized due to high bg's on two different occasions.

Manufacturer narrative:
No product has been returned for eval. Should new info become available, a f/u MDR will be submitted.